Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer reverted to an alternate pump and once the customer reverted back to the tandem pump, additional occlusion alarms occurred. Blood glucose level was 400mg/dl at its highest. A supply change was performed to address the occlusions.